Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of the rupture is likely related to the heavily calcified native annulus the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Aharon eriz, I. B. (2015). Extrinsic compression of the left main coronary artery by contained aortic annular rupture following trans-catheter aortic valve implantation. Cardiovascular revascularization medicine , 313-316. Method: (B)(4): no testing methods performed. Result: (B)(4): no results available since no evaluation performed. Conclusion: (B)(4): known inherent risk of procedure. (B)(4): human factors

Event description:
As reported in an article published by cardiovascular revascularization medicine, post valve deployment of a 23mm edwards sapien xt valve, an aortogram revealed leakage of contrast outside the left sinus. There was no evidence of cardiac tamponade; the hematoma appeared contained around the aortic root. Despite containment, the patient developed immediate hemodynamic collapse. Qrs widening and st-elevation on monitor leads were noticed. Angiographic images showed that the left main coronary artery (lmca) is narrowed and collapsed with reduced timi flow. Trans-esophageal echocardiogram confirmed the presence of a contained hematoma compressing the left main coronary artery. An emergent percutaneous intervention was performed; within minutes from collapse a deployment of two drug-eluting stents from lmca into i.ad and from lmca into left circumflex artery using the cullotte technique with final kissing-balloon dilatation. After the restoration of coronary flow, the patient had been stabilized, chest was closed, and the patient was admitted to the cardio-thoracic intensive care unit. The patient remained stable, and serial ctas showed a stable false aneurysm without further expansion. The patient was discharged to a rehabilitation facility on day 14 post-procedure. As reported, pre-dilation was performed using a 20 mm balloon, and the valve was implanted successfully in a 50:50 position. A 6 month follow up revealed that the patient was stable and an echo revealed a well functioning valve with acceptable residual gradient and mild to moderate paravalvular leak. Cta images revealed at 6 months, patent coronary stents and small, contained false aneurysm of the left coronary sinus. The native aortic root, leaflets and annulus were heavily calcified, there was good left ventricular systolic function. The annulus measured 18mm by 26.6mm, perimeter was 63mm, and average diameter was 22.1mm.